Manufacturer narrative:
On june 30, 2022, mentor became aware that patient had an explantation on (B)(6) 2022. Patient was replaced with a like device. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: capsular contracture baker grade iii. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On july 27, 2022 the mentor failure analysis lab has received the device for evaluation. The investigation of the returned device was completed by the failure analysis lab on august 12, 2022. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the smooth hpg, 650cc breast implant had a crease/fold on the anterior view. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: not applicable. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(4) caucasian female patient underwent a breast augmentation revision with a 650cc mentor memorygel breast implant and experienced postoperative left-sided capsular contracture baker grade iii. The diagnosis was confirmed by a physician upon examination. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
Updated device evaluation completed on december 19 , 2022: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the smooth hpg, 650cc breast implant had a crease/fold on the anterior view. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Coding was reviewed by a clinician on dec-09-2022 with the available information about the reportable event. Voided ip-00689992 with the following coding: no adverse event, no patient consequence, no product quality issue per the information provided in imedidata. This complaint is not reportable. Manufacturer¿s reference number: (B)(4)